Event description:
The expresssew suture punch device misfired. The was needle changed, and misfired a second time. The tip of the expresssew needle broke off. Utilized a third expresssew needle to pass the remaining sutures. The surgeon was unable to locate and remove. A x-ray verified that the tip of the expresssew was lodged within the rotator cuff.